Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device packaging was opened, it was discovered that stent was damaged. Reportedly, the tip of the device was detached. It is unknown if the suture was removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device packaging was opened, it was discovered that stent was damaged. Reportedly, the tip of the device was detached. It is unknown if the suture was removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
Lot number 15004307 was identified from the returned device. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the bladder pigtail was detached and the suture hole was ripped, which are consistent with the suture being pulled during handling. However; according to the event description, the damage was noted upon opening the package. Therefore, the cause for the event could not be determined.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.